Event description:
Started having pain in my sides and abdomen. Has been increasing in intensity and frequency, now being daily. Extreme fatigue some days. Increased headaches. Whole body hurts. Affecting daily life and activities. Pain with sex. Painful periods.